Event description:
It was reported during a prostate procedure, ¿decreased vaporization efficiency at 171794 joules of usage" was noted. The procedure was completed with a second fiber. Patient outcome: "okay" reported. No patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap was detached and returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.